Manufacturer narrative:
Unit received with detached end cap. Unable to perform functional testing including the displacement test. Pump received with cracked battery tube threads, cracked reservoir tube lip, cracked case display window corner, missing end cap sticker and stained address/serial number label. The p-cap locks into the reservoir compartment properly noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However; the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump stopped working. There was a piece that broke off. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.